Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced a low blood glucose level. The customer's blood glucose value was 31 mg/dl. The customer's spouse also reported that they were hospitalized due to diabetic ketoacidosis. The customer's spouse mentioned that they were off the insulin pump for a week. The product will not be returned for analysis.